Event description:
It was reported to an aci sales professional that a female patient underwent a diagnostic left heart catheterization procedure in 2009. The physician was a trained user of the mynx. It was reported that hemostasis was successfully achieved and immediately post procedure, right groin and abdomen were soft. It was reported that post procedure, the patient became hypotensive and complaint of right lower quadrant pain. Hematoma was noted and patient's hct decreased 36%. The patient was transfused with 2 units of blood and discharged two days later. Patient returned for CT scan the following month which confirmed a stable right pelvic hematoma.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported hematoma could not be determined. Hematomas, however, are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. It was reported that hemostasis was successfully achieved following mynx deployment. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of the lot release testing and a documentation review by the quality department.